Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 474mg/dl. The customer experienced nausea, vomiting, and abdominal pain. The doctor stated that the customer would be release in the evening, but only after testing the device. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Instructed the customer to remove the cannula and it was bent. A tubing clamp was not available at time of call and advised the customer to call us back to perform the high pressure test. No further information was provided.